Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that the pump caused the tubing at the feed through site to have crystallized medication on it. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 29-aug-2022 and attached in complaint: unknown if pump malfunctioned or alarmed. Tubing part and lot numbers are unknown. No injury was reported. Patient (pt.) Initials- we do not provide. Pt. Ethnicity - white. Relevant tests/history-na. Unknown if pt. Received medical treatment that was not over-the-counter. Event outcome - resolved. Concomitant medical products and therapy dates unknown. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 12-nov-2021.